Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received with a tip protector in a bag for the report. The sample was visually inspected and found to be nonconforming with needle broken off at the stiffener sleeve. No functional testing could be performed due to the needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates that the probe needle was broken, which can be perceived as cutter was damaged. The complaint sample was received with the needle completely broken off. Therefore, a confirmation of the reported event could not be determined, and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. Confirmation of the reported event could not be determined, and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was damaged and could not cut during vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).